Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital due to inappropriate shocks from this electrode. A technical service (ts) consultant was requested to review device data. Ts confirmed inappropriate shock due to oversensing of noise. Ts provided recommendations for additional testing. During additional testing, the physician reporter the noise could be recreated with certain movement. Ts advised concerns regarding a potential electrode damage/fracture. Ts provided recommendations for x-ray imaging. At this time the device remains implanted. New information was received indicating that this electrode and the sicd device were explanted due to chronic noise not being able to be identified. A new device and electrode where implanted. Beside surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital due to inappropriate shocks from this electrode. A technical service (ts) consultant was requested to review device data. Ts confirmed inappropriate shock due to oversensing of noise. Ts provided recommendations for additional testing. During additional testing, the physician reporter the noise could be recreated with certain movement. Ts advised concerns regarding a potential electrode damage/fracture. Ts provided recommendations for x-ray imaging. At this time the device remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was admitted to the hospital due to inappropriate shocks from this electrode. A technical service (ts) consultant was requested to review device data. Ts confirmed inappropriate shock due to oversensing of noise. Ts provided recommendations for additional testing. During additional testing, the physician reporter the noise could be recreated with certain movement. Ts advised concerns regarding a potential electrode damage/fracture. Ts provided recommendations for x-ray imaging. At this time the device remains implanted. New information was received indicating that this electrode and the sicd device were explanted due to chronic noise not being able to be identified. A new device and electrode where implanted. He sicd device and electrode are expected to be returned. Beside surgical intervention, no adverse patient effects were reported. This electrode was returned, and product analysis complete.